Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in germany who received morphine 20 mg/ml at a dose of 13 mg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2017 during normal use a critical alarm sounded due to a motor stall and the patient experienced withdrawal symptoms. Troubleshooting included reprogramming of the pump with no success as the motor stall remained. Interventions and actions taken included the increase of oral medication and planned surgical intervention scheduled for (B)(6) 2017. As reported, there were no environmental, external, or patient factors noted that may have led or contributed to the event. At the time of the report, the issue was reported as unresolved and the patient¿s status was reported as alive- no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further, the implant date of the pump was provided and it was confirmed the explant occurred on (B)(6) 2017. Specific withdrawal symptoms the patient experienced included tremor and restless syndrome in the night. The patient was ¿ok¿ and no injury was reported, thus the reason for the previous reported patient status of ¿alive-no injury¿.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.